Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and confirmed the leak as waste from tubing from qd6f (quick disconnect) which became disconnected; the tubing was replaced and the area was cleaned, resolving the problem. Failure mode was identified: the failure mode was tubing disconnected from qd6f. No erroneous results were generated in connection with this event. The failure mode identified is likely to impact the differential parameters. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the quick disconnect of the instrument and the fluid was instrument waste. The leak was not contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.